Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station went unresponsive. A filed service engineer cancelled the work order, since the issue was resolved by customer. No resolution was provided. The system functioned as intended after the customer resolved the device.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medications and causing delays.the customer stated that nurses had to run to other stations to retrieve the medications.there were no adverse events or injuries reported based on this event.